Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose at the time of incident was 594 mg/dl. The customer stated that she was admitted to the emergency room for hyperglycemia. The customer stated that she was treated for high blood glucose readings in the emergency room, was sent home, and then started to experience high blood glucose readings again. The customer was advised to change the entire set, reservoir and insulin and to treat per health care provider's instructions.